Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was not confirmed. It was found that the front panel display disappeared after the device was running for a while due to a faulty pressure sensor circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the high flow insufflation unit did not turn on. The reported issue was found during an unknown therapeutic procedure. The procedure was completed with a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to d8, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the device was able to power on. However, it¿s likely the front panel display disappeared due to a faulty pressure sensor circuit board. A final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.